Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately five years and three months later, computed tomography (CT) abdomen without contrast was performed to evaluate the inferior vena cava filter. An inferior vena cava filter was identified. There was tilting of the tip of the inferior vena cava filter. All the components of the inferior vena cava filter struts were intact. There was no filter fracture. There was perforation of the inferior vena cava filter primary struts beyond the wall of the inferior vena cava. The struts perforated into the mesentery on the right lateral side and a single primary strut also perforated into the vertebral body about the l3 level. Based on the findings, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and post t8 kyphoplasty with bone biopsy. At some time post filter deployment, it was alleged that the tip of the filter tilted and the filter struts perforated the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of the ivc as no objective evidence has been provided to confirm the alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and post t8 kyphoplasty with bone biopsy. At some time post filter deployment, it was alleged that the tip of the ivc filter tilted and the filter struts perforated the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and post t8 kyphoplasty with bone biopsy. At some time post filter deployment, it was alleged that the tip of the ivc filter tilted and the filter struts perforated the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.